Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device system was explanted due to infection. There was no mention of the patient's condition on the implant form and no further information is anticipated for this event.